Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed an open book image and the blank display on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed for the blank display. Troubleshooting was performed for critical pump error and explained that when pump performed safety checks and an error was found. Pump does not show any signs of damage. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unit received with open book image immediately after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest due to open book. Unable to verify blank display anomaly due to stuck in open book. Successfully downloaded history files and traces using thump. No pump errors were present in the history/trace files on event date or two days prior from event date. The p-cap locks properly into the reservoir compartment. The pump was cut open and corrosion on all electronic assemblies. The following were noted during visual inspection: minor scratched lcd window, cracked keypad overlay, pillowing keypad overlay, cracked case at belt clip rail corner, cracked battery tube threads, stained serial number label and scratched case. Open book was confirmed during analysis due to corrosion on the the electronic assemblies. Blank display could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.